Manufacturer narrative:
Results: bd received (B)(4) representative samples from the customer facility for investigation in support of this complaint. The samples were evaluated by stopper pull out force, x-value testing, and the customers' indicated failure mode for separation within the closure, with the incident lot, was observed. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion: confirmed complaint. Bd was able to confirm the customers¿ indicated failure mode because the defect was evident in the testing of the returned samples. The most likely root cause for the reported defect, is a plastic molding defect resulting in the rib inside the cap not being prominent enough to maintain grip on the stoppers.

Event description:
It was reported that several of the lavender bd hemogard¿ closures are separating from the inner black stoppers, inside the bd vacutainer® plastic k2edta tube. No serious injury, blood to mucous membrane exposure or medical intervention was reported.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device does not have a 510k associated with it.